Manufacturer narrative:
Based on the claim against the product by the customer noting the spinning issue with permanent cautery hook, an investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the permanent cautery hook experienced unintuitive motion. The instrument was spinning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. It was confirmed that the reported meant to state the instrument was spinning in the following up information. There was no shakiness observed. There was no instrument to instrument or arm to arm interference. There was no external collisions. The issue was intermittent. The instrument was replaced to resolve the issue. The device was inspected prior to use. There was no noted damage.